Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the strip. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the lot number provided by the customer (B)(6) and previously reported to the FDA was not a valid lot number.

Event description:
Customer's wife reported the customer was unable to test due to his abbott diabetes care (adc)device turning on with button press but not with test strip insertion. As a result, customer experienced "sweating", "dizziness", "nausea", and was unable to self-treat, requiring third-party treatment of "glucap" (type/dose unspecified) orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer was unable to test due to his abbott diabetes care (adc)device turning on with button press but not with test strip insertion. As a result, customer experienced "sweating", "dizziness", "nausea", and was unable to self-treat, requiring third-party treatment of "glucap" (type/dose unspecified) orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.